Event description:
A report was received that the patient had an infection at the lead incision site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics. No further course of action will be taken, as the patient was non-compliant and left the hospital without the physician releasing him.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.